Manufacturer narrative:
D1: medical device brand name: bd vacutainer® ultratouch? Push button blood collection set with preattached holder h.6 investigation summary: material #: 368689 lot/batch #: 2354013 bd received 3 samples for investigation. The samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that when using the bd vacutainer tubes, blood leaked through the sleeve on one device. No patient impact or injury reported.